Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pump stalled and was alarming on (B)(6) 2011, and completely stopped on (B)(6) 2011. Cause was not known. A dye study was performed, results were not provided. Pt experienced pain. The pump was replaced. The new drug in the pump was dilaudid 8 mg/ml concentration at 0.75 mg/day. Pt was doing well the following day.